Event description:
It is reported that the tip of the reamer broke off inside of the femoral head during surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.